Event description:
It was reported that the doctor tried to undo the set screw to remove the lead and something from the set screw broke, the lead was not able to be disconnected and had to be cut. The device was replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomalies were found.